Event description:
It was reported that the patient had severe epigastric pain and constipation. There were no diagnostic procedures, therapeutic actions, or surgeries reported. The patient reportedly was hospitalized for 2 nights and recovered without therapeutic action on (B)(6) 2000. Laboratory data was unremarkable. The patient reportedly had gastroparesis with nausea, vomiting, and abdominal pain. It was noted that the patient had ¿multiple medical problems,¿ multiple abdominal surgeries, and total parenteral nutrition (tpn) for ¿a couple of months.¿ it was noted that the patient had a fever with 101.7 temperature and later was described as ¿stable.¿ additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 30576sc, serial# unknown, product type: screening device. Product ID: 30576sc, serial# unknown, product type: screening device. (B)(4).